Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. In this case, the implant duration of the valve is unknown. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The explanted valve has also not been returned for evaluation. The root cause of this event cannot be determined with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required its, appropriate investigation will be performed.

Event description:
Edwards received notification that an intuity elite valve was explanted due to insufficiency after an unknown implant duration. Another edwards valve was implanted in replacement. The patient was noted as to be fine. No other information was provided.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. In this case, the patient required explant of the device after approximately 25 days post implant. Based on the available information, the root cause of the plv remains indeterminable. However it is likely that patient and procedural factors contributed to the event. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received additional information through follow up with the healthcare provider. Edwards received notification that a valve model 23mm implanted in aortic position was explanted due to paravalvular leak (pvl) after an implant duration of 25 days. At implant, echo showed minimal pvl and there was not any attempt to treat it intra-operatively. After ten (10) days, second echo showed a pvl at the right coronary/septal site leading to an insufficiency grade I-ii (p-max. 17,3 mmhg, p-mean 7,2 mmhg, v-max. 2,1 m/s). The patient was discharged home the following day of this echo. Six (6) days after being discharged, the patient presented with dyspnea and edema. An echo showed an insufficiency grade ii+ being the bioprosthesis slightly tilted and relatively high-sitting with a pvl at the commissure of the right and left coronary sites. The elite valve was explanted at pod+25 and a new 23mm pericardial aortic valve was implanted in replacement. The patient was doing fine and discharged home 20 days after the re-do surgery. As per the surgeon´s opinion, there were no abnormalities during the original implant of the valve. It was hypothesized that maybe too much/less decalcification could caused this pvl although a valve with a material error of the stent was suspected.

Manufacturer narrative:
Device evaluated by manufacturer: report of paravalvular leak could not be confirmed through visual observations. Leaflets 1 and 3 appeared to have matching tears approximately 2mm x 3mm long. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Minimal host tissue growth was observed on inflow aspect of valve skirt. Wireform was also exposed at outflow aspect of commissure 2. Suture holes were observed at all three black stitch markings on the sewing ring. X-ray demonstrated wireform intact and frame expanded.

Manufacturer narrative:
Since there are no findings from the product evaluation to indicate a manufacturing defect, and no related nonconformances were found in the device history record (DHR) review, a manufacturing defect is not confirmed. It has been determined that the perivalvular leak was most likely always present at a similar magnitude. It is likely that the stent and/or frame was inadvertently bent during implantation.